Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4) reason for original complaint - asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: alval / soft tissue reaction. Update - attached scf, added additional reasons for revision, added additional hospital and used primary surgery date from surgeon confirmation form dated 28th march 2014 and (B)(6) dated 29th march 2014. Reason(s) for revision: pain / noise / metallosis. Update - amended revision date taken from (B)(6) dated 4th april 2014. Update - the above should read "amended original surgery date" not revision date. (B)(6) dated 4th april 2014.